Event description:
I have used lofrin primo urinary catheters for two yrs. I received a shipment in (B)(6) that I didn't open for about a month as I had to use up the older supplies. The new shipment started to smell like fritos/yeast. I called the company - ccs medical supply - and reported it. All they said was,4 it was not of warranty (30 days). I unpacked the box and put the boxes of catheters in the supply closet. I noticed the smell now every time I open the door. Even my bath towels started holding the smell. I tried using the catheters but after using them I noticed that when I released the water packet into the catheter shaft section it turned to a white cloudy fluid rather than the clear fluid it was supposed to be. This cloudy fluid had particles floating in it. So I opened all the catheters in the box and everyone of them had this problem. I then went to the other boxes and selected a few from different sections of the boxes to see if it was also a problem. It was the same thing in all the boxes. I filed an online complaint with ccs medical and told them they needed to help me, I was referred to the manufacturer. The manufacturer said they would replace some of them - 2 boxes. I have five boxes of bad ones. I think the entire batch of these catheters need to be recalled. I have kept a bladder infection ever since I have used them, in spite of using sterile wipes and being careful in cleaning before I use the catheters. Now I wonder if this style of catheters have a problem with contaminated water.